Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient with small areas of dermal injury in both axillae. Exact date of treatment unknown. The treating nurse practitioner reported the left axilla healed but the right axilla has not healed and has a little drainage. The nurse practitioner suspected the symptoms are blisters. Antibiotics were prescribed. Patient follow-up continuing.

Manufacturer narrative:
(B)(4).

Event description:
Clinic reported a patient with small areas of dermal injury in both axillae, approximately 2 weeks after miradry treatment (exact date of treatment unknown). The treating nurse practitioner reported the left axilla healed but the right axilla was still healing with a small amount of drainage. The nurse practitioner suspected the symptoms were blisters. Antibiotics were prescribed. Clinic reported using incorrect lubricant (ultrasound gel). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling, leading to blisters or burns. The clinic was reminded to use only recommended lubricants as specified during training and in the user manual. Patient follow-up continuing.

Manufacturer narrative:
(B)(4).

Event description:
Clinic reported a patient with small areas of dermal injury in both axillae, approximately 2 weeks after miradry treatment (exact date of treatment unknown). The treating nurse practitioner reported the left axilla healed but the right axilla was still healing with a small amount of drainage. The nurse practitioner suspected the symptoms were blisters. Antibiotics were prescribed. Clinic reported using incorrect lubricant (ultrasound gel). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling, leading to blisters or burns. The clinic was reminded to use only recommended lubricants as specified during training and in the user manual. After several attempts to follow-up with the clinic, miradry was not able to monitor the patient's recovery.